Event description:
The dr's found from the central monitoring the pt dropping sp02 and when they reached the pt, they found the e-200 stopped delivering air. It took the dr's two hours to save the pt life. Staff found the pt whose heart beating and breathing ceased. It took the dr's two hours to bring the pt life back and now the pt is under very weak condition and their spo2 was 70 yesterday and today is up to 80. E-150 was terminating unexpectantly, all lights are off except manometer. Device failed. The device did not alarm. The hosp is confused e-200 with e-150. The pt experienced no seriious injury. When the emergency took place, the pt was in serious trouble. It did take dr's to spend hours to save the pt. That's why the hosp strongly asked for exchanging the ventilator under warranty. Thank for nmi's support and replacement, and at the same time, the pt has been saved. Now everything goes back to normal.